Event description:
This lead was implanted on (B)(6) 2002 and still remains implanted at this time. The rv lead in the r/s (rate sense) position and has the noise and over sensing with greater than 2 seconds of pacing inhibition/asystole. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).